Event description:
Patient came in for declotting of av shunt and was difficult to obtain access. 5 french micropuncture kit used and very tip of cath broke off remaining right under the skin of the patient. Md was not able to retrieve the broken portion without further surgical intervention. Patient/family chose to leave broken portion in place. Procedure completed without further incident.